Manufacturer narrative:
Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient¿s cgm was reading low mg/dl. No bg meter reading was taken at this time. The patient was experiencing shakiness and nausea. The patient¿s daughter gave the patient juice to drink and called ems. Once ems arrived, the patient¿s bg meter reading was 268 mg/dl while the cgm was still reading low mg/dl. The patient was transported to the ER and treated with an unspecified IV and zofran. The patient was discharged home 2 days later. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.